Event description:
On may 23, 2016 it was reported that "line was in use for cytotoxic infusion and staff member attempted to pull remaining volume from bag into chamber, chamber cracked leaking chemotherapy onto the floor. Patient missed approx 30mls of treatment and the flush. Line was discarded to avoid cytotoxic contamination. Hence no sample available." The investigation reported: reported complaint as "broken drip chamber". We did not receive any sample or picture for investigation. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. The drip chamber consists of 3 parts; 2 injection molding parts (lower and upper part of the drip chamber) and the filter. The blood filter of the drip chamber is assembled manually by operators, afterwards upper and lower drip chamber are preassembled, following an o-ring injection molding process to connect the two parts with an injection moulding ring. The processes (injection moulding, o-ring injection moulding) have been validated and this kind of defect couldn't be confirmed to be caused by the production process. We checked the assembly process of the drip chamber but we could not reproduce the failure during the assembly of the drip chamber and/or o-ring injection moulding process. We have checked the retain samples of the complained batch by visual inspection. After the visual inspection we performed a free flow and tightness test with 5 retain samples per complained batch no leakages could be confirmed. Further a practical test was performed including priming and squeezing the drip chamber for several times. For all retain samples the drip chamber could be primed and no cracks or stress was induced to the drip chamber. All batch records were reviewed and there were no indications related to the complaint reason. There was no deviation during the production process. The review of the database showed that we did not receive any similar complaints in the last 3 years. In conclusion - as we did not receive the complaint sample or picture we could not confirm the complaint reason, but based on the received information from the customer, we could not exclude that the reported failure was caused by the conditions described above.